Manufacturer narrative:
Patient date of birth/age and weight are unknown. Device is an instrument and is not implanted or explanted. Product investigation summary: the following complaint device(s) were received for evaluation: part 1: one (1) aiming arm for titanium cannulated hindfoot arthrodesis nail-ex (part: 03.008.009 / lot: 3101386); part 2: one (1) insertion handle for hindfoot arthrodesis nail-ex (part: 03.008.007 / lot: 1805752); part 3: one (1) cannulated connecting screw with internal thread for percutaneous insertion handle (part: 03.010.146 / lot: u104544). The returned instruments were reconstructed together in an attempt to create the complaint condition, but the complaint condition could not be recreated. Alignment of the aiming arm with the insertion handle and connecting was achieved, but during the subject procedure other variables could have contributed to the drill bit not going into the nail. Since only the aiming arm, insertion handle, and cannulated connecting screw were returned, it is not possible to determine if the other parts which interacted with both devices during the complaint contributed to the proximal screws missing the nail. Additionally, other factors such as the patient¿s condition and physical attributes could have impacted the positioning of the instrumentation used to facilitate locking. Due to the tight tolerances and design, the constructs is susceptible to lateral forces during the surgery that are unable to be replicated. It is likely that soft tissue distractions forces are the cause of this complaint condition. All parts received were in good condition with some minor wear and tear on the devices. The returned instruments are part of the depuy synthes titanium cannualted hindfoot arthrodesis nail- expert nailing system. The system is used to facilitate tibio-talocalcaneal arthrodesis. The relevant drawings for the returned instruments were reviewed: top-level. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments¿ lot numbers with no material record reports, non-conformance reports, or complaint-related issues identified. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device history record review: supplier: (B)(4) / packaged by: (B)(4) - manufacturing date: april 13, 2009. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an aiming arm, an insertion handle, and two (2) cannulated connecting screws malfunctioned during a right hindfoot arthrodesis nailing procedure on (B)(6) 2016. As the surgeon was trying to implant a proximal locking screw, the devices would not align properly and contributed to the drill bit not going into the nail. The procedure was completed without a jig. There was a reported five (5) minute surgical delay. The procedure was completed without further incident with the patient in stable condition. Concomitant medical devices reported: drill bit (part/lot: unknown / quantity: 1), hindfoot arthrodesis nail (part/lot: unknown / quantity: 1), and locking screw (part/lot: unknown / quantity: 1). This report is 3 of 3 for (B)(4).